Event description:
AED was used in a rescue. Pads were placed on patient. Device prompted "preparing shock, move away from patient". When the shock button was pressed, the AED voice prompt said "service required". An error code was also logged in the resultant rescue file. The rescuer then checked pads connection and adhesion to patient skin. The lid of the AED was then closed and reopened and responders were able to continue with the rescue and successfully deliver a shock. The patient received CPR continuously until paramedics arrived at the scene and was transferred to the hospital.

Manufacturer narrative:
AED was sent to cardiac science corporation for investigation and evaluation. The reported problem was not duplicated and the device passed all incoming tests. The AED was further evaluated; no failures found and device in good working order. In addition, the evaluation could not duplicate the error code logged in the rescue file, or identify a definitive root cause of the device malfunction.